Event description:
Clinical study. Same case MFR # 6000089-2005-00326, and 00325. Same pt previously reported as MFR #6000089-2005-01178, 01179, 01180. It was reported that 10 months after a coronary drug eluting stenting treatment procedure, the t expired. The pt was enrolled in the arrive program in mar 2004. Target lesion 1 was identified in the distal lad with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two overlapping taxus stents (both 2.5 x 12 mm). There was no residual stenosis following post-dilatation. Target lesion 2 was identified in the mid to distal circumflex with 80% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.75 x 12 mm taxus stent, reducing the stenosis to 0% following post-dilatation. The pt was discharged next day. In 2005, it was reported that the pt expired three days earlier due to end stage renal disease and the withdrawal of dialysis.